Manufacturer narrative:
Manufacturer's investigation conclusion: although the submitted log files confirmed the report of pi events, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported gi bleeding could not be conclusively established. Evaluation of the controller event log file revealed a total of 101 pi events throughout the approximately 4.5 days of data. The system appeared to have functioned as intended throughout the duration of the submitted data. No atypical alarms or adverse events were noted. The account communicated that the patient was admitted with a low hemoglobin of 4.9, down from 8.6 a month prior. It was also reported that the patient had numerous pis and complained of a sensation of the vad ¿revving up¿. It was noted that the patient had arteriovenous malformations and he experienced occasional dizziness. An egd was performed, and the bleeding site was determined to be the cecum. The bleeding areas were cauterized. The plan of care was to take routine complete blood counts, transfuse the patient as needed, continue octreotide, stop heparin, and restart coumadin when the provider deemed it appropriate. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year, 15 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was seen for a routine clinic visit with complaints of occasional dizziness and sensation of vad revving up intermittently. The patient was admitted with hemoglobin measuring 4.9 down from 8.6 a month ago. Patient noted to have numerous pi events and reported signs of bleeding. Technical services reviewed the submitted log files and concluded there were no unusual events seen; the mcs equipment seems to be operating as intended and does not appear to be contributing to patient symptoms. Additional information provided (B)(6) 2019 reported an upper gi endoscopy (egd) was performed revealing multiple arteriovenous malformations (avms). The patient has not experienced any other symptoms besides dizziness. Bleeding site was identified in the cecum and affected areas were cauterized. Routine complete blood counts (cbc) to be performed and transfusions given as needed. Patient to continue octreotide; will stop heparin and restart coumadin when provider deems it appropriate to do so. No additional information was provided.